Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A. 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon rupture. The procedure was completed, and patient condition was stable post procedure.